Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (investigation conclusions), h11. Corrected fields: d10. The failure analysis and testing department received part pim (pneumatic interface module) with a reported unit failure of leaking and autofill failure. The fat department performed a visual inspection of the part and observed the presence of brown residue in the nafion dryer tubing. The failure analysis and testing department installed pim (pneumatic interface module) in the cardiosave and tested to factory specifications per procedure. The failure analysis and testing department verified the failure of leak in the pim (k10 and k4 suspected). The pim failed all manifold test as well as the autofill. Retaining the pim in fat department per procedure.

Event description:
It was reported by the customer that during use on patient cardiosave intra-aortic balloon pump (iabp) made an alarm when connected to catheter with red line down part of the screen. No harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11, corrected fields: b6, b7, d10. A getinge field service engineer evaluated the device and found that the customer had autofill issue. Checked logs, replaced pneumatic interface module assembly and issue resolved. Performed pm and returned unit to customer.